Event description:
It was reported the bd insyte autoguard had a piece of the IV catheter break off. The following information was provided by the initial reporter: IV catheter would not advance upon IV insertion. IV cath and needle removed. Catheter 5 mm shorter than original. Faulty IV catheter that when button depressed for safety function during withdrawal caused 5 mm of plastic cannula to break loose inside of patient's vein.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: in response to the event reported by your facility a device history review was conducted for lot number 3248258. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A single sealed 20gx1.116in insyte autoguard was returned to aid in our investigation. Our engineers subjected the devices to enhanced visual inspection and pen & drag testing. Our engineers could not detect any damage or abnormalities in product performance with the applied tests. Without the ability to observe the reported non-conformance our quality engineers were unable to determine the root cause for this complaint.

Event description:
Additional information: it was reported that a 5mm piece of the catheter fragmented off. Was the piece retained within the patient or was it removed? Retained within the patient. Ir follow up to remove fb scheduled (B)(6) 2024 was an additional procedure or intervention needed to remove the foreign body? If so, please elaborate. Ir to perform fb removal with ab on (B)(6) 2024. Was the course of treatment of the patient changed due the event? Yes, patient had to have numerous consults with ir. Was there a delay in treatment due to the event? If so, did the delay result in patient harm? Yes due to consults. Surgery was delayed. No harm to patient. Was there permanent impairment to body functions or permanent impairment to body structures? Not at this time.

Manufacturer narrative:
Additional information: additional information received after initial MDR submission- see b describe event or problem. Correction: fb remained in patient not captured as an si in the original MDR submission. Investigation: the complaint that the catheter broke could not be confirmed from the representative 20g insyte autoguard device that was received in sealed packaging from lot #3248258. A device history review was conducted for lot number 3248258. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A single sealed 20gx1.116in insyte autoguard was returned to aid in our investigation. Our engineers subjected the devices to enhanced visual inspection and pen & drag testing. Our engineers could not detect any damage or abnormalities in product performance with the applied tests. Without the ability to observe the reported non-conformance our quality engineers were unable to determine the root cause for this complaint. Complaints received for this product and condition will continue to be tracked and trended.